Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.045 inches in length, at the 12.3 centimeter area (distal of thermal filament). No visible damage was observed to the balloon latex.